Event description:
It was reported to medtronic minimed that the customer experienced air bubbles anomaly, harm reported, with no allegation of device deficiency, DHR requested - other reasons. The customer reported a blood glucose value of 513 mg/dl. The customer reported hyperglycemia treated with an insulin pump (subcutaneous insulin infusion). The customer reported the following led up to the event: reporting high blood glucose document treatment for high bg: delivered bolus. The event involved product(s) mmt-242a and mmt-1884l. The customer was not using the insulin pump system within 48 hours of the reported event. The customer reported high bgs. The customer has not been using the insulin pump system within 48 hours of the reported high bg event. The customer did not report any pump/product issues. The customer reported champagne size air bubbles which is acceptable. The customer asked for help with pump programming. Cust is requesting assistance with entering auto basal, and reviewing auto mode readiness/smartguard checklist screen. Explained what was missing to enter into auto mode/smartguard and how to resolve it. No further patient complications were reported. No product return is required for mmt-242a. No product return is required for mmt-1884l.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.